Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-jan-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving four medications via an implanted pump. Per the patient, one was morphine, one was a muscle relaxer (name unknown), and he did not know what the other two medications were. On 28-apr-2020 the patient reported that he had his pump replaced on friday (B)(6) 2020 due to normal battery depletion. During the procedure, the surgeon noticed that his catheter "wasn't in the proper place because the catheter was broken at the tip". He stated the due to this, his catheter was replaced along with his pump. No patient symptoms were reported. No further complications were reported/anticipated.